Event description:
Nurse was infusing magnesium 100 ml bag. When she went to see if the infusion was done, she realized that the pump said there was 8 minutes left in the infusion, but in reality, there were about 60 ml left in the bag.